Event description:
Hamilton medical ag received the following description from the distributor: after replacing the battery and updating the software to version 2.90.e, the error message always appears: internal battery empty, acoustic alarm cannot be suppressed. Battery charged overnight, 13.3v; same problem still battery icon red, empty. Replaced old battery, same problem! Then disconnected the connection cable between the green plug and the power pack. The device alarms, waited 20 seconds and reconnected. Old battery is now recognized green symbol, no acoustic alarm, but point 15 in the service software. Internal battery unclear values: bat. Volt. 22,587; rem cap: 3,209; temperature: 1900.2 degrees c. Device works ok, but internal battery values unclear. Software was installed twice without changing the situation.

Manufacturer narrative:
Investigation is ongoing.